Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. On an unknown date, a proximal type I endoleak was discovered. On (B)(6) 2019, a reintervention occurred whereby two gore® excluder® aaa endoprosthesis aortic extender components were implanted to treat the endoleak. In addition, the physician implanted a bare metal stent (manufacturer unknown) in the right renal artery to maintain perfusion as a precaution.